Event description:
Journal reference: delhaas em, beersen n, redekop wk, klazinga ns. Long-term outcomes of continuous intrathecal baclofen infusion for treatment of spasticity: a prospective multicenter follow-up study. Neuromodulation. 2008;11(3):227-236. Long-term outcomes of 115 patients treated with continuous intrathecal baclofen infusion are reported. A prospective follow-up study was conducted in eight centers. Patients were followed up over a 12-month period. The follow-up scores on the three spasticity scales were significantly lower at every follow-up visit in comparison to the intake score, except for the clonus scale scores at 12 months. Improvements in health-related quality of life and functionality were small and nonsignificant. A significant reduction in severity of self-reported personal problems rating scale was observed. Sixty-six patients had no adverse events. Intrathecal baclofen reduces spasticity and severity of patient reported problems but its effect on quality of life and functionality is less apparent. Reportable event: three events of pocket erosion were reported.